Event description:
It was reported, during an implant procedure, the first lead ((B) (4)) was in the lateral branch and the physician had an extremely difficult time tracking over the wire. The physician discontinued attempts, and consequently, this lead was removed. The second lead ((B) (4)) was attempted, and the retention clip failed to hold securely. The lobes of this lead opened while in the guide catheter. This lead, as well, was removed. Another same brand lead was selected and used without incident to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted retention clip was not returned. Additionally, the outer tubing was kinked at 14 centimeters, the retention sleeve was torn at 13 centimeters, and lead was stretched. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the lead was stretched. Primary analysis finding noted no anomalies, lead functionally normal.